Event description:
During a follow-up in clinic, loss of capture (loc) was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.